Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported there was poor telemetry or no telemetry with recharging. The patient was trying to recharge the device, but it was not working. The patient was last able to successfully recharge their device ¿a week or two¿ ago. The possibility of over discharge was reviewed and the patient was redirected to their healthcare provider to check the implant and address the possible over discharge. No patient symptoms were reported. No further complications were reported/anticipated.